Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The target lesion was located in an unknown severly calcified vessel . The 12mm x 2.5mm maverick 2 monorail balloon catheter was advanced and during the first inflation, the balloon ruptured below rated burst pressure. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status is okay.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found that the midshaft was stretched and kinked at various locations along its length. An examination of the balloon material could not identify any tears or holes in the balloon. There was a build up of solidified contrast media present inside the balloon and wire lumen. Several attempts to inflate the balloon failed. The device was immersed in warm water, however all additional attempts to inflate the balloon failed. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure (pci), a balloon rupture occurred. The target lesion was located in an unknown severely calcified vessel. The 12mm x 2.5mm maverick 2 monorail balloon catheter was advanced and during the first inflation, the balloon ruptured below rated burst pressure. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status is okay.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).